Event description:
Had a cardiac ablation on (B)(6) 2022, re-admitted back to hospital for sepsis. Diagnosed with tia (transient ischemic attack), air embolism in brain, leakage of air traveling up into brain cavity triggering repeated strokes and seizures, three types of blood infections that could not be treated, severe sepsis, not able to verbally respond or physically move arms, hands for legs. Skin color was greyish. Oxygen withheld to limit air travel up into brain due to holes in esophagus from (B)(6) 2022 to reduce number of strokes. Numerous testing performed on (B)(6) 2022. Medical records are available upon request.